Event description:
It was reported that one day post procedure the patient suffered a transient ischemic attack (tia) that was resolved the same day. A neurological ophthalmology examination revealed that the patient had right visual field inferior quadrantanopia as a result of the tia. The right visual field inferior quadrantanopia was nearly asymptomatic, it was only detectable by color desaturation. Also noted during the examination was retinal whitening just above the right optic nerve, corresponding to a tiny "inferonasal (left-sided) vf defect" in the right eye only. This defect was symptomatic but no evidence of hemorrhage, emboli, or retinal vasculitis were found. The cause of the tia was unknown. It was also noted that the patient had a possible occlusion of the left middle cerebral artery, but there was no radiological evidence of stroke. The occlusion was reported to be resolved in 2009, the exact date was unknown.

Event description:
It was reported that one day post procedure the patient suffered a transient ischemic attack (tia) that was resolved the same day. A neurological ophthalmology examination revealed that the patient had right visual field inferior quadrantanopia as a result of the tia. The right visual field inferior quadrantanopia was nearly asymptomatic, it was only detectable by color desaturation. Also noted during the examination was retinal whitening just above the right optic nerve, corresponding to a tiny "inferonasal (left-sided) vf defect" in the right eye only. This defect was symptomatic but no evidence of hemorrhage, emboli, or retinal vasculitis were found. The cause of the tia was unknown. It was also noted that the patient had a possible occlusion of the left middle cerebral artery but there was no radiological evidence of stroke. The occlusion was reported to be resolved in 2009, the exact date was unknown.

Manufacturer narrative:
Conclusion - anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack and neurological deficits are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.